Event description:
Event description cpi received information that the patient had received inappropriate shocks from his implantable cardioverter defibrillator (ICD) while straining on the toilet. Patient reported that the physician had recently changed his medication causing constipation. Cpi received additional information that the patient had recently under gone an ablation procedure making him pacemaker dependent. It was further reported that review of the electrograms noted a normal sinus rhythm with occasional pacing pauses resulting in a shock. The r-to r intervals indicated a fast rhythm was being sensed by the ICD. Cpi received additional information in october 1999 that the ICD delivered additional shocks while the patient was straining on the toilet.